Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a defibrillation threshold test at implant, the asymptomatic patient's right ventricular lead had a polarity switch due to low, out-of-range impedance. Programming changes were made. The patient was also asymptomatic to the programming changes.